Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The pump was returned to the biomedical dept with an unsigned note that stated, "pt pendant is not working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the customer contact reported that the pt pendant could not be secured in the pendant jack. It was reported that "something inside the pump kept spinning that did not allow the pt pendant to be secured in the pendant jack." There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(6).